Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the picture using the naked eye. The picture was of the sample package with product code 2c8541s, lot number r18b17026. The actual device was not visible. Therefore, it was not possible to observe the reported condition from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set had disconnected from the main IV line. The clearlink line was piggy-backed onto the main line. There was no patient injury or medical intervention associated with this event. No additional information is available.